Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient stated they had their 3rd system placed on (B)(6) 2022 and that they were in severe pain after the surgery at their incision sites and specifically at the site of the new ins. The patient stated they feel like they've had a botched surgery and that 2 days after the procedure, the ins came loose inside of them. The patient stated it hurt for them to sit down and that sometimes they would feel a little electric shock from the wire. The patient stated they were still black and blue on their implant site and that they were feeling like they were going to be incontinent again because they were running to the bathroom every 30 minutes or even less than that. The patient initially couldn't find their device but was able to locate it w ith the help of their spouse and with the spouse holding the communicator over the implant site and holding it in place, and the patient had been able to connect to their settings with the handset and increase the stimulation. The patient stated they didn't think it should be that hard to connect and that they shouldn't have to go searching for where the ins had moved to. The patient stated they called their managing health care provider (hcp) and the hcp told the patient that that was normal and that it could take up to 3 months for the ins to stay in one final spot so they wouldn't see the patient for another 3 months. The patient stated the hcp had told the patient they had so much fatty tissue that they hadn't been able to find a good placement for the ins. The patient was really upset with the hcp and was going to reach out to another hcp they'd found when they searched the medtronic site to for a list of managing health care providers (hcs) for a second opinion. The patient confirmed they'd had no traumas or falls that led to the re ported issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.